Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the device confirmed following; the reported event wasn¿t reproduced. There was no damage on the inside of the device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, the reported event possibly occurred due to an accidental initial failure.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the power of the subject device did not turn on because the power switch did not work at the inspection before the installation to the user by olympus (B)(4). There was no report of patient injury associated with this event.